Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/22/2018, the customer alleged that she developed mastitis on (B)(6) 2018 and was prescribed antibiotics, which she was just finishing. She indicated that the replacement pump was working without issue and she shipped the original pump on 02/20/2018. As of the date of this report, the pump was not received. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump would lose suction after the first couple of minutes. Even after changing the membranes and tubing, she alleged that the pump does not operate consistently in the stimulation phase. The customer further alleged that she developed mastitis, for which she was prescribed antibiotics, as she was unable to empty her breasts.